Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited upstream occlusion. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Pump was in for previous repair but not related to the current issue. Visual and functional testing were performed. All tamper seals were intact.performed upstream occlusion test by running the pump with customer's returned program. Fm-dp-20085-08 performed. Pump ran 2min 58 sec. Pump alarmed 2min 32 sec. Stop watch #0001, test passed. Upstream occlusion alarm messages were found in the pump's event history logs. The reported issue could not be duplicated; however, the upstream occlusion sensor was replaced as preventative measure.